Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage, alarm battery and blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the battery cap is stripping out. The customer stated it is been a month, noticed the cap stripping. The customer declined to troubleshoot for low battery and blank display. The customer is currently in the hospital not due the pump but a heart attack.